Manufacturer narrative:
(B)(4). Batch # n53917. The analysis found that one gst60t cartridge reload was received for analysis and cartridge body was noted to be damaged and the pan dislodged. The reload was received with the right side fully fired, left side partially fired 2/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. In addition a part of the one piece sled was missing. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon fired the device, first firing at the antrum of the stomach, using a black cartridge. He noticed that halfway up the specimen side, the staples were not forming. He inspected the device and saw the staple drivers on the specimen side were not all raised. He continued with the case using the same gun and did not have any issue with further reloads. After the case, he inspected the specimen and saw that the transection was not complete on the specimen side. On the patient side, the staple line looked to be formed well; he did not over sew. There were no adverse consequences for the patient reported.